Event description:
This spontaneous report was received on (B)(6) 2011 from a reporter and concerns a (B)(6) old female consumer from the united states. The consumer did not have any known medical history and concomitant medications were not reported. On (B)(6) 2010, the consumer started using o.b tampons procomfort super, one tampon, once every few hours, vaginally for menstruation (lot number 0910m7847, expiration date unspecified). After a month, she noticed a piece of plastic covering from her tampon broke and got stuck in her which was removed on the same day. She also stated that the piece of wrapper was clinging to the tampon. She did not use the tampon further and the event resolved. The report was assessed as non serious event and the company causality was assessed as possible. Qa evaluation: sample received on (B)(4) 2010 contained 6 o.b. Procomfort super non-applicator tampons with package (lot number 0910m7847). Sample was visually inspected and no nonconformance or manufacturing defects were observed. The device history record revealed no issues or nonconformance with the product or process. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed. A review of the data associated with this complaint category revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.